Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm that was a result of a dissection. The distal landing zone diameter was 43mm to 35mm at the celiac over a 2 cm length. The decision was made to intentionally cover the celiac and extend distally to the sma. The distance from celiac to sma is 2cm and the diameter measured 32mm throughout. A 38x150mm valiant was implanted first at the sma followed by another 38x200 valiant to approximately 5 cm below the subclavian. During the final angiogram, a distal type 1 endoleak was discovered. A reliant balloon was used to remodel the distal end of the graft. An angiogram was repeated but there was still a small endoleak present. It was discussed that there may be a type ii endoleak instead of a type I. A follow-up CT scan will be performed at a later date and further care decisions will be made at that point. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (previous thoracic dissection). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (previous thoracic dissection).